Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the drg trial patient received sedation and was not able to lay still. Patient had trouble breathing intermittently. Lead was removed and case was aborted. Patient is stable post procedure.